Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with mild interface debris at one week post lasik procedure of the left eye. Patient complained the left eye was not as clear as the right, and was seeing halos. Reporter indicated a flap lift and rinse was performed and the patient's symptoms have resolved.